Event description:
The account alleged the bed will not communicate with the nurse call system. No injury reported.

Manufacturer narrative:
The account replaced the communication power control board and the sidecom cable to resolve the issue.